Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278293, expiration date 07/31/2015). (B)(4).

Event description:
The customer reports taking unspecified rapid insulin based on a device result of 449 mg/dl obtained on the mobile system at 04:43. The customer fainted around 07:30; his parents tested him on the performa nano system and received a result of 84 mg/dl at 08:15. At 08:22 the he was tested and the value of 576 mg/dl was obtained on the mobile system; his parents treated him with a snack and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.